Event description:
The clinician reports the implant was inserted 2021-07-15 in ada 11. On 2021-11-08, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.